Event description:
Prior to mapping and ablation carto read an error message. It was a "zoom" error message. Staff re-connected both ends of the handle. Replaced with a new one. When this did not work they switched out the catheter and problem was resolved. No harm came to the patient.